Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported going to the emergency room and being diagnosed with low blood glucose, which had read low (<20mg/dl) while wearing the pod on her abdomen for between 4 and 24 hours. An IV and sugar water was provided by the ambulance. She also received tylenol with codeine (325mg) as needed for pain every 4-6 hours, as she hit her leg during the event. The patient stated there was nothing out of the ordinary from a regular day in regards to her physical activity during the prior 24 hours. The patient's blood glucose history is as follows: time: bg(mg/dl): at 8:11p.m. 360. At 3:24p.m. 164. At 12:46p.m 170. At 9:41p.m. 205. At 1:36a.m. 99. At 5:29a.m. Low (<20mg/dl). At 6:41a.m. 236. At 7:55a.m. 333. At 10:55a.m. 326. At 11:48a.m. 298. At 12:26p.m. 265. At 1:06p.m. 296. At 6:28p.m. 142. At 9:09p.m. 101.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined.